Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation. This report is a follow-up report for medwatch# (B)(4).

Event description:
Procedure performed: laparoscopic gastric bypass, egd, and bariatric endoscopy. Event description: medwatch report (B)(4) received via mail on (B)(6) 2018. Event date: (B)(6)2018 "applied medical bariatric trocar broke off near the insertion site during surgery. All broken pieces were recovered." Additional information was received via email on (B)(6) 2018 from patient safety specialist: "we have had 2 events in bariatric surgery related to these instruments." The other complaint is logged under #2018-1237 (report # 2027111-2018-00244). Patient status: no patient injury occurred as a result of the event.

Event description:
Procedure performed: laparoscopic gastric bypass, edg, and bariatric endoscopy. Event description: medwatch report #2400930000-2018-8001 received via mail on 21aug2018. Event date: (B)(6) 2018 "applied medical bariatric trocar broke off near the insertion site during surgery. All broken pieces were recovered." Additional information was received via email on 21aug2018 from patient safety specialist. "We have had 2 events in bariatric surgery related to these instruments." Another complaint is logged under #2018-1237 [MDR #2027111-2018-00244]. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be confirmed or replicated. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary to ensure the performance and safety of its products. This report is to follow up medwatch report # 2400930000-2018-8001.